Event description:
It was reported that the user experienced elevated blood glucose readings and multiple dosing stopped events associated with occlusion alerts while using the ilet system, and after another occlusion alert the user changed infusion supplies. Symptoms included hyperglycemia. Outcomes included no clinical signs, symptoms, or conditions resulting in no health consequences or impact. Troubleshooting and education were completed with the user and caregiver regarding supply changes and responding to occlusion alerts. Investigation included communication with the user and caregiver and analysis of information they provided. Investigation of this case revealed no device problem found and characterized the event as lack of effect with insufficient information about the device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.